Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the provided a letter of recommendation. In the letter the dentist states patient visited the office for a comprehensive exam due to crowding of their teeth. Patient was referred to ortho for eval. Additionally, it was discovered that the patient has moderate to severe bone loss on #23-26 which is causing the teeth to become mobile. Patient reported their teeth were not like this prior to starting byte aligners. Also provided was notes/letter from the orthodontist. That states after a thorough exam it is recommended for an 18 month, adult comprehensive treatment with traditional brackets will be used. No appliances are recommended at this time. Recommended retainer type is essix/clear. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.